Event description:
Pt was implanted with matrix screws, matrix locking caps and rods on (B)(6) 2012 for a t7 corpectomy and a 75-t9 posterior stabilization. X-rays showed that the left t6 pedicle screw was positioned too far lateral. On (B)(6) 2012, pt was revised. While trying to remove the pedicle screws and locking caps at t5, t6, t8 and t9, the locking caps at t5 and t9 stripped. Surgeon used a competitor's high-speed cutting burr and was able to remove the locking caps. Three hours were added to the procedure without any associated pt complications. The 4 pedicle screws, 4 locking caps and 1 rod were removed and replaced on the left side. The right side remained intact. This is 5 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed. No conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was received on (B)(4) 2012 at synthes. A product development evaluation was conducted and the report indicates due to the t25 drive slots being cut away, as well as the lack of detail within the complaint, a detailed examination of the event cannot be performed. Review of the complaint history shows no significant increase in rate of occurrence after inclusion of this event. The probability of occurrence risk level within the risk assessment remains unchanged. The matrix technique guide as well as other product support information fully illustrates the proper method of tightening / loosening a matrix locking cap using a 10.0 nm torque-limiting handle / simple persuader. Because there was no mention of either removal technique (per the matrix technique guides) being utilized within the complaint description, it is likely that recommended removal techniques were not implemented. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was conducted. The part was received as a construct which includes a rod, locking cap and screw assembly. The outer area of the body has nicks and scratches. All described nonconformities would be post manufacturing. No dimensional investigation is possible in the assembled construct condition. Relevant to this complaint would be the pitch diameter, but cannot be measured in current condition. A device history record review was conducted. One ncr''s nonconformance is not relevant to complaint condition. No other discrepancies were noted that would be associated with this complaint. (B)(4): placeholder.

Event description:
This is report 5 of 5 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.